Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Reportedly, after one of the cartridge alarms, the customer removed insulin from the cartridge and observed white precipitants. The white particles were not septum material and may have been due to insulin degradation. The customer's blood glucose (bg) level ranged between 171-223 mg/dl. Reportedly, the customer reverted to alternate therapy for insulin therapy.